Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump inappropriately went into threshold suspend while he was sleeping. The customer stated that the sensor was inaccurately treading 65, and his blood glucose value was 105 mg/dl. During troubleshooting, the customer indicated that the threshold suspend limit was set up at 60 mg/dl. The customer was assisted with calibrating and was advised to call back if issue persists. The insulin pump and sensor will not be returned for analysis.